Manufacturer narrative:
(B)(4). Date sent: 8/30/2024. D4: batch # 850c53 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with an ecr60g reload present. The reload was received partially fired 1/2. Additionally, it was received inside a plastic bag a piece of metal what it seems to be a knife wing. After further evaluation, the analysis showed the knife wings were broken off. One of the wings was not returned for analysis. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 850c53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when closing the stapler, it cracked audibly and the device could no longer be used. A small piece of metal fell out of the instrument, but not into the patient. No patient harm or surgical delay reported. Surgery could be completed successfully.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2024. D4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.